Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03583 addresses the other device. It was reported to boston scientific corporation that two resolution clip devices were used during hemostasis of a gastric ulcer on (B)(6) 2011. According to the complainant, one clip (3005099803-2011-03577) failed to release from the delivery catheter, which necessitated pulling of the device off the patient tissue. No tissue damage occurred as a result of this event. The other clip (3005099803-2011-03583) was reported to be difficult to deploy; the physician opened and closed the device handle several times before the clip released. The procedure was completed after three resolution clip devices were placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event: clip failed to release. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.